Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of the amia cassette would not disconnect from the transfer set. The patient pulled the blue tip off the transfer set. This occurred after peritoneal dialysis therapy. The patient was advised to use a red ultra clamp to clamp the catheter about an inch below the catheter and call the nurse. There was no report of patient injury or medical intervention associated with this event. No additional information is available.